Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided therefore no review could be performed. The reported device was not sent to brézins but the defective keypad was provided for further investigation. The part was mounted on a test bench for cross-testing. Maintenance test 10 was performed (key functionality test) and it was found that some keys were not responsive which confirms the reported event. The keypad was internally checked for infiltration and oxydation but nothing abnormal could be found. The reported event seemed to be due to a weakness or premature wear of the keyboard buttons. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Button jam/stuck after a few presses (defective keypad).